Event description:
On (B) (6) 2010, patient's wife reported patient is experiencing elevated blood glucose levels due to an e4 (occlusion) error he is receiving while attempting to give himself a bolus. Wife reported patient had a blood glucose reading range on (B) (6) 2010 of 185-421 mg/dl. Patient's normal blood glucose range is 70-130 mg/dl. Wife reported patient calculated a bolus of 5 units of insulin after receiving the reading of 421 mg/dl and received the e4 (occlusion) error while the bolus was being delivered. Wife stated patient has had an ongoing issue with occlusion errors and does not think the infusion device is functioning correctly. Wife reported the infusion adapter has never been changed. Advised to change the adapter with every 10th insulin cartridge change. Had patient disconnect the infusion tubing from the pigtail and prime the infusion set; wife stated there was a "very small" air bubble in the cartridge. Wife reported the air bubble was about the size of a "bb." Insulin emerges through the infusion tubing successfully as did the air bubble. Advised to change the infusion site. Wife reported patient did not want to change the site; patient reconnected tubing to his infusion site and placed the infusion device into run mode. Patient programmed a 1.8 unit bolus of insulin; insulin delivered successfully. On call back from patient's wife on (B) (6) 2010, wife reported patient was receiving another occlusion error; patient was using the same headset that was occluding on (B) (6) 2010. Advised to change the infusion site as that was the reason for the initial occlusion error. Wife stated she did not understand that was the reason for the occlusion. Wife reported the patient's blood glucose is elevated with a reading of 355 mg/dl; patient took an injection of insulin to correct for the elevated blood glucose. Wife stated patient changed his infusion site during the call and reconnected. Advised to make sure to change the infusion adapter on the infusion device. On follow up call on (B) (6) 2010, patient's wife reported patient blood glucose was currently 237 mg/dl. Wife stated patient's blood glucose was not as elevated as it was and has gotten better. The patient did not require assistance from a healthcare professional or second party to address the issue. Sent adapter and information on infusion site management; requested return of the alleged infusion set and insulin cartridge for evaluation.